Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. The patient was noted to have had a heart attack two weeks prior to the procedure. During the procedure, there was a noticeable increase in push force when advancing the valve from the strain relief to the sheath shaft. It was possible to advance the valve through the esheath+ and the valve progressed into the thoracic aorta. However, due to the high push force applied there was an alteration of the flex tip and inner balloon shaft. Then, it was not possible to withdraw the delivery system and valve through sheath as the proximal end of the balloon was too big. The patient was transferred to surgical intervention in order to retrieve the commander delivery system and valve. The patient survived the procedure and vascular intervention but unfortunately passed away 20 hours post-procedure while recovering in ICU. The cause of death was that the patient heart was weaker due to prior heart attack.

Manufacturer narrative:
Supplemental report submitted to correct e1: telephone number.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the crimp balloon was returned cut at crimp balloon area. The valve received partially deployed, and placed at the working length of inflation balloon. The compression marks were present on flex shaft, near flex tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints withdraw difficulty and flex shaft damage were confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''due to the high push force applied there was an alteration of the flex tip and inner balloon shaft. Then, it was not possible to withdraw the delivery system and valve through sheath as the proximal end of the balloon was too big''. Per evaluation of the retuned device, compression marks on flex shaft, near flex tip, were observed. Additionally, event description mentioned a high push force applied on the delivery system, to overcome the encountered resistance during insertion through the esheath. Since resistance was noted when the delivery system was being inserted through the sheath, it is likely that excessive manipulation was used to overcome the resistance, which may have caused the compression marks on the delivery system. As such, available information suggests that procedural factors (device manipulation) likely contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, further no corrective or preventative action is required. For the complaint of withdraw difficulty, per evaluation of the returned device, the valve was received partially deployed, asymmetrical (slightly expanded on the inflow side), and placed at the working length of inflation balloon. Withdrawal of a crimped thv that has had its profile altered due partial inflation can cause resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. As such, available information suggests that procedural factors (withdrawal of partially deployed valve) contributed to the reported withdrawal difficulty. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, further no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a cause of a 29mm sapien 3 ultra resilia valve implant in the aortic position by transfemoral approach. During the procedure, there was a noticeable increase in push force when advancing the valve from the strain relief to the sheath shaft. It was possible to advance the valve through the esheath+ and progress the valve into the thoracic aorta. However, due to the high push force applied, there was an alteration of the flex tip and inner balloon shaft. Patient was transferred to surgical intervention to retrieve the commander delivery system and valve.